Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, a bander ureteral diversion stent migrated inferiorly in a patient with a ileal conduit. A CT scan also showed that the patient had hydronephrosis. No further information regarding the patient is available, as this was part of a non-systemic review article regarding urinary diversion post cystectomy and associated imaging techniques. Investigation - evaluation. Reviews of the complaint history, instructions for use, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. Accordingly, no physical examination was performed. As the product lot number was not provided, reviews of the device history record and complaint history could not be conducted. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution, ¿the maximum indwelling time for this ureteral stent is 90 days...periodic checks of the stent by cystoscopic and/or radiographic means are recommended.¿ the IFU further states the following: ¿....5. Check to assure the stent has formed a full coil in the renal pelvis. 6. Slide the catheter retainer onto the externalized portion of the stent and tighten the retainer on the stent. 7. Suture the retainer to the skin near the stoma to provide added assurance against dislodgement during and following the procedure.¿ based on the limited available information and a clinical assessment of the event, cook has concluded that a cause for this event could not be established. Patient anatomy/condition(s), procedural/user error, and device failure should be considered as possibly contributing to this event. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Date of event: 2020. Name and address: postal code: (B)(6). PMA/510k #: k181971. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a bander ureteral diversion stent migrated inferiorly in a patient with a ileal conduit. A CT scan also showed that the patient had hydronephrosis. No further information regarding the patient is available, as this was part of a non-systemic review article regarding urinary diversion post cystectomy and associated imaging techniques.